Event description:
It was reported that during a da vinci-assisted surgical procedure, an error m-31 and c-00 occurred on the erbe. The monopolar and bipolar could not fire. The customer used a spare integrated electrosurgical unit (iesu) to complete the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used an unknown branded generator in order to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error on erbe m-31 and c-00, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse started theer be and error c-00 occurred. The isi fse replaced there be with a loaner. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis of the iesu-erbe with an in-house system confirmed and reproduced the reported event of error code c-37/c-00 error.

Event description:
Refer to h10/h11 for follow-up information.